Event description:
Beckman coulter shanghai reported receiving one access wash buffer ii bottle which leaked in the box. No injury or affect to patient or end user in association with this event was reported. Patient results are not questioned service was not dispatched for this event. Per visual inspection little gap on the bottom of the bottle caused the leak.

Manufacturer narrative:
Bec internal identification is (B)(4).